Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he was treated by the paramedics due to a low blood glucose of 54 mg/dl. The patient was at work when he experienced the low blood glucose, and stated that he may not have eaten enough as he was very busy. The patient stated that he did not hear any sensor alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.